Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was delivered for capacitor charge time limit reached. The patient had been hospitalized for a few days due to a ventricular tachycardia storm and the device delivered multiple therapies. The patients medications were adjusted to stabilize the vt activity. The patient will be monitored remotely. Patient condition was okay.